Manufacturer narrative:
H.6. Investigation: four photos as well as 1 physical contaminated sample were received for review and evaluation. The photos and sample were evaluated and the customer's indicated failure mode of cut tubing was observed. A review of the device history record could not be completed as the batch number is unknown. Bd is able to confirm the customer¿s reported failure from the customer sample and photos received as we were able to duplicate the customer¿s reported failure mode. Bd determined the root cause of the cut tubing is attributed to the packaging process. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "according to the customer's report, the tubing was cut."

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "according to the customer's report, the tubing was cut."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.